Manufacturer narrative:
Concomitant product: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
The manufacturer representative (rep) indicated that there was an alleged overdischarge. They met with the patient to pull the battery out of overdischarge. The patient had been charging the system since that appointment and they wanted to know if the depletion rate was normal and they could interrogated to clear the power on reset (por). The patient¿s battery depleted from 100% to 50% in about 5 minutes. It was reviewed that following overdischarge battery damage was a possibility and may behave unpredictably. The last successful recharge was in 2008. The rep attempted to interrogate with the clinician programmer and was able to confirm that they were able to clear the por message. They were going to attempt to program with the patient and have the patient continue to charge the battery. There were no symptoms reported. Other relevant medical history includes complex reg pain syndrome type I. If additional information is received, a follow-up report will be sent.